Manufacturer narrative:
Further information was requested but not received

Event description:
New information notes that the lead had been explanted.

Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and extra cardiac stimulation. As received, only the connector portion of the lead was returned in one piece. The reported event of failure to sense was not confirmed. Visual examination of the lead portion did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with intermittent thumping at night that was resolved with positional changes. Upon interrogation, it was noted that the atrial lead was not sensing p-waves and appeared to be dislodged. Programming changes were made to address this issue. The patient was stable.